Event description:
During the purging process, catheter failed the pre-check. The syringe and catheter removed and another one was used. The message occurred again with the second syringe and catheter.